Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device has a problem with heat. It is known that the device was being used during surgery. It is known that no injury or medical intervention was reported. The date of the event is unk. No additional info provided.